Event description:
A physician reported that patient experienced mild-degree thermal burn, which was sutured and ophthalmic phacoemulsification tip exhibited aspiration failure during surgery. The operation was finished and completed with the cut sewed up with 1 stitch.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. The customer has reported ¿during the first working space creation, a white smoke-like substance appeared in the patient's eye.¿ following this there was an aspiration observed. A mild-degree thermal burn was then observed. The operation was finished and completed with a single suture placed. Additional information was not provided. However, the customer submitted a video of the event. The video was thirteen (13) minutes long. There was no audible sound in the video. As the video begins, it appears that the customer is showing pak information. The eye is already prepped for surgery with draping and a eyelid speculum. The paracentesis incisions were not shown. The video starts with the capsulorhexis (which is manually completed). Immediately following this, the main incision is created. Ophthalmic viscoelastic device (ovd) was placed into the anterior chamber (ac) and then hydrodisection is completed. The surgeon then enters the eye (via main incision) with the phaco tip. The main incision appears tight fitting around the pink phaco tip sleeve. The surgeon begins to phaco and immediately lens milking is seen. The surgeon removed the tip from the eye and clears it pushing balance salt solution (bss) through it for irrigation ports. The phaco tip enters the eye again to start phaco, then the tip is removed once again. The surgeon can be seen examining the corneal burn with a weck-cell sponge. There is trace amounts of blood near the main incision. The phaco tip is reinserted and a secondary instrument is used to crack the nucleus into quadrants. The surgeon is able to complete the phacoemulsification sequence. The irrigation/aspiration (I/a) tip is then inserted into the main incision and the rest of the remaining cortex material is aspirated out of the capsular bag. The surgeon attempted several times to seal each incision by over hydrating the tissue. However, the main incision was still left with a gape. Therefore, the surgeon opted to seal the wound with a single suture. The paracentesis incisions were over hydrated and sealed. The milky cataract (morgagnian) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubing is not occluded during any phase of operation. Use of a handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).